Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of stent material defomation. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a 3-4cm malignant tracheal stenosis during a metal stenting procedure performed on (B)(6) 2023. The patient's anatomy was tortuous, and the anatomy was dilated with balloon prior stent placement. During the procedure, the stent was fully deployed; however, the stent collapsed and moved out of its position proximally. The stent was removed with forceps, and the procedure was completed with another manufacturer device as another bsc device was not available for redeployment. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.